Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of (B)(6). (B)(4). A visual and functional examination of the complaint device could not be performed since the device was disposed and not returned for analysis. Given the event description and that there was no device available for evaluation, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accutrac 200 laser fiber was opened for use in a ureteroscopy with holmium laser lithotripsy procedure performed on (B)(6) 2015. According to the complainant, when the laser fiber was removed from the coiled tube in the packaging the upper portion of the laser fiber was found to be broken. No visible damage was noted with the packaging. The device was not used on the patient and the procedure was completed with another accutrac 200 laser fiber.